Manufacturer narrative:
(B)(4). Concomitant medical products: 00784802200: m/l taper neck: (B)(4), 00801804002: cocr head: (B)(4), 00620205822: trabecular metal shell: (B)(4), 00625006525: bone screw: (B)(4), 00625006530: bone screw: (B)(4), 00630505840: liner: (B)(4). Reported event was confirmed by review of medical records noting patient underwent an initial left tha on (B)(6) 2009 with no intraoperative complications noted. The patient underwent a revision of the left tha on (B)(6) 2014 due to malpositioning, pain, and tissue damage. Xrays leading up to the revision indicated mild retroversion of the acetabular component and heterotopic bone around the left hip. During the revision, a large fluid collection was noted anteriorly. The stem was well fixed and required extended trochanteric osteotomy to remove. The acetabular component was noted to have significant retroversion; the modular stem was noted to have mild retroversion. Noted adverse tissue response to metal debris and local inflammation with chronic irritation of the iliopsoas tendon. Large amount of redundant cystic material presented itself in the joint. All components were explanted and new components were placed without complication. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02286, 0002648920-2020-00323, 0001822565-2020-02287.

Event description:
It was reported that patient underwent a left hip revision approximately 15 years post implantation due to malpositioning of the shell, pain and tissue damage. During the surgery, large fluid collection was noted anteriorly with a portion of the cyst cavity sent to pathology. Adverse response to metal debris and local inflammation with chronic irritation of the iliopsoas tendon was also noted. The stem was found to be well fixed and required an extended trochanteric osteotomy for removal. Attempts have been made and additional information on the reported event is unavailable at this time.